Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she has been experiencing sensor reading discrepancies. The customer stated that the sensor would consistently give false low readings causing the insulin ump to go into threshold suspend. Current sensor reading was 73 mg/dl and blood glucose was 135 mg/dl. Sensor had been inserted for 1 day and 17 hours. The customer stated she gets inaccurate readings after calibrating prior to eating. Troubleshooting was done and she was advised to monitor the sensor and turn off and back on and reconnect to old sensor if issue persists.